Manufacturer narrative:
B5: at the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with unknown medication (dose, route and frequency were not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovering from the event. On an unknown date, pd therapy was discontinued. It was reported that the pd catheter was removed and the patient was switched to hemodialysis three times a week. No additional information is available.